Event description:
A caller reported an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, successfully resolving the issue without any recurrence of the error.